Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented in the hospital after receiving an alarm. Upon interrogation, an episode of noise, increased impedance and a threshold exit clock was noted. The pt did not receive unanticipated therapy and the physician elected to cap and replace the pace sense lead.